Event description:
It was reported that noise that resulted in over-sensing was observed on the right ventricular (rv) lead. Additionally, myopotential over-sensing was detected on the device. The suspected cause of the event is due to lead damage, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.